Event description:
It was reported that a patient underwent a gynecological procedure. During the procedure, the device stopped working. It was unknown how the procedure was completed. Additional information has been requested.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-03742, medwatch 2210968-2012-03743, and medwatch 2210968-2012-03744. The same patient is represented in each medwatch.